Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported stimulation in the wrong location. The patient got home from her trial procedure the day of the call and her stimulation changed from her pelvic area to her hip. During the call, the potential for overstimulation was discussed but the patient thought that was not the problem as the patient had decreased from 3.5 to 1.7 when she was sitting, but still felt it in the hip. The change in therapy/symptoms was considered sudden. Additional information received via the healthcare professional reported the cause of the uncomfortable stimulation in the hip location was due to the lead having moved to the incorrect location. The lead placement was correct until after the car ride home. The stage 1 implant was done in the office and the physician could not reposition. Actions/interventions done to resolve the issue was removal of the stage 1 leads (B)(6) 2016.